Event description:
It was reported that during use of the bd precisionglide¿ needle the needle seemed to be clogged. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: product seems to be with the needle clogged.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd precisionglide¿ needle the needle seemed to be clogged. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: product seems to be with the needle clogged.